Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The lab report and products were transferred to bioengineering for review. A report was received stating based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. The IFU for the amla stem has been updated to warn against the use of this device combination ((B)(4)) and this combination is no longer commercially available. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please conduct the cmm measurement and the redlux investigation. The patient underwent the primary surgery for tha on (B)(6) in 2010 at another hospital. In this (B)(6) 2014, the patient was admitted to the hospital due to an unpleasant feeling in the right hip joint. On (B)(6), a revision took place for the patient on the grounds of a possible pseudo tumor. The surgeon found yellow necrotic tissues in the joint capsule and black discoloration around the connecting parts of the head and the stem neck. The complainant requested the investigation of the removed implant. There was no surgical delay. The patient is now under close observation for a full recovery. Additional notes: the surgeon was sure that there was a pseudo tumor, however, the extension of the admission to the hospital is integral to the patient who has to undergo a revision at a later date because only the removal of the right hip joint took place without tha for fear that the patient had contracted an infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Type: international . (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.